Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient's daughter that the patient had a bad seizure and noted it was worse than a few months ago. The patient was later seen and the vns was tested and it was verified diagnostics were within normal limits and the heart rate detection was able to be adjusted and working correctly. It was noted the seizure rate was still below pre-vns baseline, but that the seizure intensity had increased. The physician increased the patient's keppra dose, but no other interventions were taken.